Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had not gotten sufficient pain relief since the pump was implanted. Per the patient, they had an MRI about a month and a half ago where they felt burning during the scan, so they were taken out of the machine, and since then they had an increase in their pain. The patient had spoken with their hcp (healthcare provider) about the return of symptoms and the hcp removed the dilaudid from the pump, so they only had bupivacaine and the pain got much worse, so the patient knew the pump was still helping some, but it was a lot worse than it used to be. The patient also mentioned struggling with connecting to the pump. The agent reviewed best practice considerations and reviewed that pump movement could also affect telemetry. The patient stated that they would apply the considerations reviewed during the call once they received the replacement handset they were being sent, and then call back of the issue persisted. The patient was redirected to continue working with their hcp regarding their pain symptoms and resources available to hcps was reviewed with the patient.